Event description:
All of a sudden I started getting severe pain in one of my eyes. I went to two eye doctors: the one who did my corneal cross linking surgery and the one who makes my scleral contact lenses. At the time, I was put on restasis and it was presumed I had very bad dry eyes. No one suspected non-sterile nutrifill contact lens solution was likely to blame. I am now likely to need corneal cross linking surgery in my good/right eye as a result of the injury/random infections that happened from this. I had had no eye infections post- or pre-surgery or use of the contact lenses, so now knowing about the nutrifill recall, this all makes sense. For scleral contact lenses, at the suggestion of my eye dr.